Event description:
Info received indicates the right head siderail will not stay latched.

Manufacturer narrative:
The technician found dried feeding fluid inside the siderail center arm assembly which prevented the siderail from latching. The tech cleaned and lubricated the siderail assembly to repair the bed.